Manufacturer narrative:
E1: patient city: (B)(6). Pateint country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced extended infusion set leaking event. Leakage was located in tubing. The infusion set was in use for 2 days. No further information available.